Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said for the last 4 weeks, off and on, the ins has really been hurting them. Patient said both at night time and during the day time, their back is burning and it goes into their right leg. Patient said they keep an ice pack on it. Patient said it feels like their back and down their leg has been split open and the pain is getting worse every day. Patient said all week and weekend they "couldn't get myself together". Patient said they can't really walk anymore and they want the ins removed, they're in so much pain. Patient said they don't want to use their external equipment to do anything with the therapy because last time they used it, the device shocked their vagina and they felt like it was burning. Patient also mentioned that their bladder never got better after implant. Patient said therapy issues were so bad at nighttime they couldn't sleep because they kept getting up to go to the bathroom and even then they couldn't make it to the bathroom, even though their bedroom is less than 10ft from their bed. Ps reviewed purpose of external devices to decrease stim or turn stim off and offered to help but patient declined help as they did not want to use devices. Redirected to hcp to discuss issues and removal.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.